Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that when the surgeon advanced the device in the brain, he found it would not show the data. As a result the device was revised. The patient is fine.